Event description:
Device report from (B)(6) reports the following: a reamer head broke during surgery. The surgeon has to open the fracture and manually remove the part of the instrument from the intramedullary canal of the patient. The patient is reported to be fine and discharged from the hospital. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the investigation has shown that the back portion of the reamer head is indeed completely broken apart (some broken parts are missing though); it is visible that the cutting edges are still in good shape, this lead us believe that the reamer may have not been adequately connected or possibly came in contact with the rod and scattered into bits or simply too much mechanical force, well beyond its calculated design was applied during the surgery. The article in question was analyzed for conformance to print specification (at that time), as well as the device history records were researched. No product fault could be detected. DHR review showed no issues, no design related root cause can be identified on the returned device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgery delayed 10 minutes.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing evaluation: the investigation has shown that the back portion of the reamer head is indeed completely broken apart (some broken parts are missing though); it is visible that the cutting edges are still in good shape, which lead us believe the following: that the reamer may not have been adequately connected; or possibly came in contact with the rod and scattered into bits; or simply too much mechanical force (well beyond its calculated design) was applied during the surgery. The article in question was analyzed for conformance to print specification (at that time), as well as the device history records were researched. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.